Manufacturer narrative:
H.6. Investigation: to aid in the investigation of this issue, one video sample was returned for evaluation by our quality engineer team. Through examination of the video, leakage was observed between the tubing and the inserter assembly. Unfortunately, through the provided video, the exact point of damage could not be identified. Our engineering and manufacturing team performed an inspection of the assembly process with the intention of finding a potential source for this defect; however, no potential sources could be found. DHR could not be performed due to the unknown lot#.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system leaked on 3 occasions during use. The following information was provided by the initial reporter: on august 25, 2020, during the maintenance of catheter in the ward, it was found that the fluid leakage from the extension tube of indwelling needle, and other nurses also reported this problem in many recent cases. Customer hoped that this problem would be paid attention to by our company.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system leaked on 3 occasions during use. The following information was provided by the initial reporter: on (B)(6) 2020, during the maintenance of catheter in the ward, it was found that the fluid leakage from the extension tube of indwelling needle, and other nurses also reported this problem in many recent cases. Customer hoped that this problem would be paid attention to by our company.